Event description:
On (B)(6) 2013, the patient contacted animas alleging that on (B)(6) 2013, she experienced elevated blood glucose (bg) of 500mg/dl and on the morning of (B)(6) 2013, she experienced a low bg of 54mg/dl. The patient denied any signs or symptoms with either bg excursion. On (B)(6) 2013 the patient had contacted animas for assistance with a time and date issue and when correcting the time and date, the patient reportedly inadvertently changed her basal settings. The patient was to follow up with her healthcare provider on (B)(6) 2013, for correct settings and settings adjustments. The patient reportedly gave a bolus for the high bg and consumed carbohydrates for the low bg. The patient reportedly remains on insulin pump therapy. The reported low bg does not meet criteria for a serious injury. This complaint is being reported because the patient allegedly experienced hyperglycemia while using insulin pump therapy with use error as a possible cause or contributor.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up # 1 (B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during investigation, the pump¿s history was reviewed and showed the dates in the black box go from (B)(6) 2013, 12:49 to (B)(6) 2007, 00:03. The pump continued to run on this time and date setting until the end of pump use. Only typical usage alarms and warnings were observed in the alarm history; there were no alarms related to the complaint. The total daily dose added up correctly to reflect the users programmed basal rates. A (B)(4) flow accuracy test was performed; the pump was found to be delivering within the required specifications. Unrelated to the complaint, evaluation revealed the internal clock battery on the pc board had failed. The complaint was not able to be duplicated during the investigation.